Event description:
It was stated that the customer was hospitalized for high blood glucose, vomiting and rapid heart beat. The blood glucose level was 348 mg/dl during the phone call. The customer changed the infusion set prior to the event but the high blood glucose continued. Troubleshooting was performed and the insulin pump passed the required tests and the programming was correct.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.